Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and / or if additional information is received.

Event description:
It was reported that during a da vinci-assisted mini bypass surgical procedure, the vessel sealer extend had a sealing problem, the instrument was removed and found to be damaged. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use without noticing any issue; just after first arm initialization and instrument insertion into the patient, the instrument was not able to deliver any kind of energy without any error displayed. The staff immediately removed the instrument; they tried to reinstall it again and nothing changed; so, they opened a new one.